Event description:
Additional information: it was reported the event was ¿very scary, and very, very painful¿ and the patient and her husband were ¿really, really frightened¿ and they were ¿just totally wiped out emotionally.¿ it was also reported the patient¿s ¿legs were drawing and hurting.¿ any additional information received regarding information previously reported [it was later reported by the follow-up healthcare provider (hcp) that the patient had a pump revision ¿this past summer¿ (2012) due to a ¿slipped¿ pump.] Will continue to be reported in MFR report # 3004209178-2013-00661.

Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A low pump revision was reported. It was initially reported by the patient that she had gone to the emergency room (ER) because she was "having withdrawals" because she had an empty pump, stating it was "partly" her "fault" because she didn't recognize the alarm tone. It was noted that the ER staff gave her percocet and valium. It was later reported by the follow-up healthcare provider (hcp) that the patient had a pump revision "this past (B)(6)" (2012) due to a "slipped" pump. The patient was "supposed" to have a refill on (B)(6) 2012 with follow-up hcp but had gone to the implanting physician who programmed a dose increase without refilling the pump at the same time. It was noted that the new low reservoir date, after dose increase, was (B)(6) 2012, but this information was not communicated to the follow-up hcp. It was also noted that after the patient was seen in the ER (no date provided) she was seen by follow-up hcp and had a refill on (B)(6) 2012. Patient outcome noted as non-serious illness/injury. The device system was used to infuse morphine